Event description:
Follow-up information revealed the infection came back in the ipg pocket. Therefore, the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has an infection at the ipg site. It was noted during a post-op appointment, the physician noticed the ipg site was red and tender. The patient's white blood cell count was also elevated. The patient was prescribed oral antibiotics to address the issue.

Event description:
Follow-up information revealed the infection has resolved and the patient is no longer taking antibiotics.

Event description:
Follow-up information revealed the patient presented to her physician with inflammation and a discharge in her upper incision. The patient stated the issue began (B)(6) 2018. The patient saw an infectious disease physician (B)(6) 2018 wherein the site was cleaned. The patient was also started back on antibiotics. The patient will undergo a CT scan as the next course of action.